Event description:
Customer reported her replacement freestyle breast pump has low suction. This is her second replacement breast pump for low suction. She has had mastitis in the past and does not want to get it back. She is now renting a symphony pump.

Manufacturer narrative:
The customer reported she has had mastitis in the past. The customer follow up was not successful so we were unable to obtain information on when the mastitis occurred and/or if it had been attributed to a medical device marketed by us. The customer's master file has two complaints. Complaint (B)(4). Customer called on (B)(6) 2013 and reported her original freestyle device had low suction and customer service replaced the breast pump. The pump was returned 08/28/2013 and the product evaluation confirmed low suction due to a tear in the membrane plate. At the time of the call, the customer did not report mastitis. This complaint ((B)(4)), a replacement freestyle breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of 11/26/2013. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. A medela clinician spoke to the customer on (B)(4) 2013. She reported poor performance which caused her to pump for 45 minutes at a time an attempt to empty her breasts and prevent mastitis. The issue is resolved as the freestyle breast pump is meeting her needs to pump in comfort and empty her breasts well. She also was using a rented symphony which she finds also meets her needs. "Mastitis is usually a benign, self-limiting infection, with few consequences for sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis" ["breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294) it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.